Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ecp0110g biopsy instrument alleged suction problem and failure to calibrate. The information was received from a single source. This event did not involve a patient as there was no patient contact. The patients age,weight and sex were not provided.

Manufacturer narrative:
The reported malfunction was reassessed for reportability and determined to be no longer reportable. The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for suction problem but unconfirmed for the reported failure to calibrate issue. A definitive root cause for the reported failure could not be determined based upon the provided information. The device is labeled for single use.

Manufacturer narrative:
As the lot number for the devices was provided, a manufacturing review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ecp0110g biopsy instrument alleged mechanical problem. The information was received from a single source. This event did not involve a patient as there was no patient contact.